Event description:
It was reported to philips that the battery failed to calibrate in a cadex c7400 device and subsequently prompted a hot/fail message. There was no patient involvement.

Event description:
It was reported to philips that the battery failed to calibrate in a cadex c7400 device and subsequently prompted a hot/fail message. There was no patient involvement.